Event description:
The patient was attacked, knocked down and kicked. It was thought that the pump was compromised with the attack. The pump was interrogated and found to be in minimum rate mode with a status of safe state/reset occurred dated 2008. The pump reservoir was dry. The patient had missed the pump refill visit, because it was the day of the attack. The pump was reprogrammed to the correct setting. The patient was being supplemented with oral drugs until the pump could be refilled. The pump was used to deliver fentanyl (1500 mcg/ml) at a rate of 9 mcg/day. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the elective replacement indicator was in 29 months which is longer than expected. The health care professional was able to "program out" of the safe state previously reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).